Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. Repeated errors 23512 were found on the master tool manipulator (mtm). The fse also noticed stiffness on the mtm axis when trying to move. The fse replaced mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. Failure analysis confirmed and replicated the reported issue. Upon reviewing logs, errors 23152 and 23008 were found on the roll axis, confirming the error occurred in the field. After installing on an in-house system and running the fitness test, the unit failed with error codes 23008 and 23013, replicating the reported event. Upon inspection of the roll drivetrain, a roll magnet delamination was observed from the hub. This failure likely caused error codes 23008, 23152, and 23013 failures observed during in-house testing and from the field logs. The unit passed slow gravity balance test post sine cycle for wrist pitch (axis 5) and wrist yaw (axis 6). Additional finding of back drive failure was also observed. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to roll magnet delamination. It can be resolved by replacing mtm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the master tool manipulator left (mtml) on console #2 was not available and that the issue persisted throughout the case. The procedure continued despite the persistent errors. The tse then reviewed system logs and identified repeated recoverable 23008 faults that pointed to the mtml. The procedure was completed.